Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy. Two weeks after discharge, the patient had a CT scan and was noted to have a large right pneumothorax and small hydrothorax. Treatment included placement of a right pigtail chest tube, hydromorphone, cefazolin sodium dextrose, dexamethasone sodium phosphate, decadron, and ancef. The catheter was removed eight days later and discharge occurred the same day. At the 30-day follow-up, the patient was doing well without any reported complications and, since all study requirements had been met, there will be no further follow-ups. There was no da vinci device malfunction during the procedure and a da vinci device did not cause or contribute to the event. There was no da vinci device malfunction during the procedure and a da vinci device did not cause or contribute to the event. The patient was discharged two days after the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 182.9 cm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Section e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Sections g5 and g7 are not applicable. Sectionh10 is blank as there are no related report numbers.